Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt the left ventricular (lv) lead would not advance into the selected vessel. The lead was not implanted. No patient complications have been reported as a result of this event.